Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25133. It was reported the pt is not receiving effective coverage. An sjm rep was unable to resolve the issue with reprogramming. X-rays were taken and revealed both leads migrated. It was also reported the pt may have some balance issues. The pt was referred to a neurosurgeon for consultation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.